Event description:
Boston scientific received information that this tachy device and left ventricular (lv) lead system exhibited high, out of range (oor) pacing impedance measurement of greater than 2000 ohms. Boston scientific technical services (ts) advised to bring the patient in for further lv lead evaluation. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.